Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field data review, a search for similar complaints, instrument log review, design history record (DHR) review, and a review of labeling. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect stat troponin-I assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend or any atypical complaint activity. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A review of the instrument logs did not identify any conclusive instrumentation or sample handling/integrity issues that could have led to the falsely elevated architect stat troponin-I results the customer reported. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 19725un18, was not identified.

Event description:
The customer indicated that a falsely elevated architect stat troponin-I result was generated. The customer provided the following data: sid (B)(6): on (B)(6) 2019: initial 0.64 ng/ml (one of 2 specimens drawn, the second specimen generated an error code). The patient was brought to the emergency room and was retested upon arrival. A negative result was generated (no specific data provided). The customer retested the original specimens on 2 analyzer from (B)(6) 2019; each specimen was negative: 0.01. There has been no adverse impact to patient management reported.